Event description:
A customer observed negatively biased quality control results using vitros vanc reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report patient results while quality control was unacceptable. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that negatively biased vanc quality control results occurred across multiple vitros vanc reagent packs. The customer had stored the affected vitros vanc reagent packs in an area where they were allowed to be partially frozen. The vitros vanc instructions for use state that vanc reagent packs should not be frozen. Acceptable performance was observed using a properly stored vitros vanc reagent pack. The most likely root cause of this event is user error related to vitros vanc reagent pack storage.